Event description:
This case involved an elderly woman with a high tracheal lesion of carcinoma in situ. She was treated by (B)(6), md, an interventional pulmonologist at (B)(6) medical center, (B)(6). The patient was elderly, frail, about (B)(6) bodyweight. The airway was accessed using an lma, and after the third cryospray the patient developed a left pneumothorax. A chest tube was placed, the patient was hospitalized overnight, and the pneumothorax resolved. The chest tube was removed the next day and the patient was discharged home.